Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a low blood glucose reading of 46 mg/dl. The customer had a headache and seemed a bit belligerent and confused. The paramedics were called for assistance, and his blood glucose levels were brought up to a normal range. Nothing further was reported.